Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer indicated via phone call that their blood glucose was high at 500 mg/dl and that hospitalization was necessary. At the time of the call, the customer had blood glucose of 198 mg/dl. The customer is calling to test the pump and troubleshooting found that the pump alarmed no delivery after the high pressure test. The customer was advised to change out the entire set, reservoir and insulin and treat per their doctor's instruction. The customer indicated that they would call back if necessary.